Manufacturer narrative:
(B)(4). G2 - report source - foreign - germany. H6 - component code - suggested code - mechanical (g04) - drill. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while drilling in with the mechanical tool to pre-drill the hole, that both the drill bit and the 11 mm screw fractured off when screwing in the surgical site. There was a 5 minute delay while removing the drill bit and removing the fractured screw from the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d10, g2, g3, g6, h2, h3, h4, h6, h11. No product was returned. A visual inspection was conducted on the customer provided picture. The picture shows signs of attempted use including marking and scratching on the drill surface. Further inspection shows that the drill has fractured just above where the fluted portion of the drill meets the drill base. The complaint is confirmed. A determination cannot be made as to what caused the drill to fracture. Review of the certs identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed based on the provided photo. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.